Event description:
Lever attachment on the cable lock will not tighten or lock onto cable. Instead it deforms the cable in two different places. The sales consultant upon receipt of this report that the device was not used during a procedure and no patient was involved. In an abundance of caution this complaint was reviewed on (B)(4) 2013 and determined to meet the definition of a reportable event. This is 2 of 2 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. A review of synthes device history records indicated the product conformed to all requirements. The DHR determined that the product met specifications prior to shipping. And visual inspection determined that there was not any significant damage to the part that may have lead to the complaint issue. Upon receipt the lever was unable to move in the full range of motion required to lock down the cable. However, when instrument milk was applied, the part met the testing requirements. Based on the specifications at the time of the original manufacturing the design was reviewed and determined to meet the intended use.

Manufacturer narrative:
Product development engineer evaluated the device and indicated simulation of tensioning a 1.7mm ss cable (298.801.01s, lot#: p504126) was performed with the returned cable tensioner and lock. The cable lock was able to lock and hold tension up to 50kg when used with the cable tensioner. The design was reviewed and determined to meet the intended use.